Event description:
It was reported the pt lost stimulation sensation following a fall one week prior. No additional information was provided. Additional info has been requested, but was not available on the date of this report.